Event description:
The company was informed that the pt's device was explanted due to recurring infection at the implant site. The explanted device was discarded and will not be returned to the company for eval. The pt is reportedly doing well. When more info becomes available, a supplement report will be submitted.